Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump was received with a reservoir tube lip that is slightly pushed inwards at the lateral side, and a cracked retainer ring that partially detaches from the reservoir tube lip at the same side. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.